Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the dislodgement allegation was not confirmed, laboratory observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The muscle or pocket stimulation allegations were addressed. The surgery ar code was confirmed and it is reasonable to assume that muscle or pocket stimulation could lead to surgery. Wire movement difficulty was also confirmed as there is foreign material noted inside of the lead lumen. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead moved back and cause diaphragmatic stimulation in all vectors. The physician turned off the lv lead and tried to move to back into position but the whisper wire would not advance through the lead lumen. The old lead was removed and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead moved back and caused diaphragmatic stimulation in all vectors. The physician turned off the lv lead and tried to move the lead back into position but the whisper wire would not advance through the lead lumen. The old lead was removed and a new lead was placed. No additional adverse patient effects were reported.